Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated. Further investigation revealed corrosion damage to the motor, the bearings and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A micro sagittal saw was called in for repair for running without activation. There was no pt involvement; no adverse consequence was associated with the event.